Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
During the implant procedure, it was observed that the right ventricular (rv) lead dislodged and had a low sensing value. The physician attempted to reposition the lead, but the helix would not extend. The physician elected to implant a new rv lead to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
With the available information, bsc confirmed the presence of blood/tissue in the helix mechanism which likely contributed to the extension/retraction issues during implant. Analysis did not identify any lead characteristics that would have contributed to the dislodgement.

Event description:
During the implant procedure, it was observed that the right ventricular (rv) lead dislodged and had a low sensing value. The physician attempted to reposition the lead, but the helix would not extend. The physician elected to implant a new rv lead to resolve the event and the patient was stable with no adverse consequences.